Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The baxter technical service representative (tsr) explained and they cycled power to se 2367. They assisted them to retrieve the cassette and advised them to let the registered nurse (rn) know about the alarm. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were open clamps on the unused supply lines. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed because the patient reported having a clamp open on an unused supply line during therapy. The cause was determined to be use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.